Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the device failure to open was device malfunction. It was stated that once the device was removed from the body, the device was deployed on the back table and the distal end was still constrained when fully deployed.

Event description:
Medtronic received a report that the pipeline would not open. The patient was undergoing surgery for treatment of a fusiform, unruptured left internal carotid artery (lica) aneurysm with a max d iameter of 7mm and a 5mm neck diameter. The landing zone was 4.2mm at the distal end and 4.9mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. Pru level was 78. The angiographic result post procedure was excellent; different device was used without issue.   It was reported that the distal end of the pipeline would not open. After multiple re-sheaths and advanced techniques to attempt opening the device, it was removed from the body and an alternative device was used. The distal section of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was re-sheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was re-sheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. Ancillary devices include a terumo glide slender sheath, penumbra benchmark guide catheter, phenom 27 microcatheter, and aristotle 18 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.